Event description:
Reporter indicated that communication could not be established with a test generator due to the site's programming wand. Reporter stated that batteries and connections were checked, wand was rotated, and interrogation was attempted multiple times. Reporter stated that when another wand was used, interrogation was then completed successfully. The programming wand has been returned to manufacturer for analysis.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.